Event description:
This is an initial and final report. The email received from the study indicates that approximately 5 years post index procedure, the patient underwent revascularization to the target lesion (mid left anterior descending). The restenosis was treated with two cypher select stents.

Manufacturer narrative:
This male in the clinical trial experienced restenosis of a cypher stent. Medical history included hypertension. During the index procedure, one 3.0/18mm clinical rapamycin stent was implanted in the mid-lad at 10 atm. Vessel/lesion characteristics were described as 90% stenosed with 15mm lesion length and timi I flow. Timi iii flow was restored and the procedure was considered successful. Approximately 5 years later, the patient began experiencing anginal symptoms. Atrial fibrillation and reduced ejection fraction (25%) leading to heart failure were also diagnosed. Angiography performed a few months later demonstrated 99% stenosis involving the left main through the proximal portion mid-lad (previously stented segment). Treatment included "successful" implantation of 2 cypher select stents. Two months later, he remained asymptomatic. Eight months later, he was experiencing some dyspnea but was considered "stable". The stent could not be returned for evaluation; it remained implanted. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a potential adverse event associated with coronary artery stenting. Review of the information available suggest that progression of existing coronary disease may have contributed to the event.